Event description:
It was reported that the patient experienced hyperglycemia after the ilet insulin cartridge ran out of insulin; a family member assisted with changing supplies for the ilet using a cannula infusion set, and a fingerstick measured 470 mg/dl with subsequent reduction to 272 mg/dl, while available data indicated the ilet was delivering insulin; the device problem and component could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings were available and there was insufficient information to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.